Manufacturer narrative:
On february 02, 2024, mentor completed a visual inspection, leak testing, and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned device determined that a scratch was observed in the shell on the anterior view measuring approximately 1.8 cm. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. A microscopic examination was performed and instrument damage was not found on the area of the scratch. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. The process controls and data records collected for the device are within specification. In addition, this device passed all visual inspections and was inspected for cosmetic defects such as marks. Mark reported on the product complaint cannot able to be confirmed as a manufacturing defect. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor evaluated a photo of the device: photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed with scratches on surface. On (B)(6) 2023, mentor received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 470cc mentor memorygel boost breast implant was found to have multiple scratches along its surface during an unspecified breast surgery prior to being implanted into the patient. However, the surgery commenced without any reported delays and a new implant was used to complete the implantation. No reported adverse events or patient outcomes were reported.